Event description:
It was reported that the patient¿s pump had flipped. During a pump replacement on (B)(6) 2013, the healthcare provider (hcp) put the new pump in the same pump pocket. The pump began flipping approximately 1-2 weeks following the replacement. The patient¿s tissue had grown over the pump but the pump and tissue were flipping. The patient stated it felt like the pump was ¿going into her gut¿. The hcp instructed the patient to wear a girdle to keep the pump in place. Currently the pump was flipped and the patient could not deliver a bolus via the personal therapy manager (ptm). The pump was stuck in the same spot so it was no longer flipping but tilted so the edge of the pump was putting pressure on the scar. The patient stated that she could feeltissue all throughout the pump pocket. When the pump initially had flipped back on its own it ¿took her down to her knees¿. The patient stated that the only way the pump laid flat was when she would lie down and she would have to lie down to relieve the pain. The managing hcp was aware of the flipping but had not done any diagnostic imaging. The patient was given a follow-up for (B)(6) 2013 and would be attempting a refill at that time. The patient had not had any therapeutic relief since the pump was implanted and was not sure she wanted to continue with the therapy. The device system delivered morphine. Additional information has been requested but was not available at the time of this report.

Event description:
It was later reported that the patient's pump was flipping due to weight loss. The weight loss was due to cancer. The pump was implanted for cancer pain. It was noted the patient had "imaging" the week prior, and had been told they were in remission. The physician advised to have it removed, but the patient did not know what she wanted to do. The patient would start seeing a new physician next month, at which time they would decide whether to remove it or have the pocket revised and keep it running with saline. It was noted that no interventions had been done. The patient had been getting intrathecal morphine therapy since (B)(6) 2013 and this was currently on-going. It was noted they had no history of this. The patient was doing well and there were no issues other than the patient needing to decide what to do about the pump.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).